Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functional testing) has been confirmed. Upon investigation the monitor was unable to undergo incoming functional testing. The monitor's electrode belt cable receptacle was pushing into the monitor's case, causing the failure. The root cause for the damage could not be positively identified. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.